Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. Insulin delivery stopped due to the alarm. The customer was unable to clear the button error alarm. The insulin pump will be returned and replaced.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive bolus express and act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.